Event description:
The user had one patient sample for ammonia that resulted at 37.6 umol per l with a data flag and repeated at 19 umol per l with a data flag. The sample was rerun on the integra with a result of over 60 umol per l (no specific result provided). The user then reran the sample as a decreased sample volume on this c501 and recovered a result of 31.6 umol per l. The integra result was the only result reported.

Manufacturer narrative:
The field service representative checked the analyzer and was unable to determine a cause. He ran a precision and check test with results within acceptable limits. The user ran calibration and qc with results within specification.